Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Post placement, bleeding and hematoma developed in the right femoral artery. The medical professional attempted numerous times to access the groin to control the bleeding which was initially thought to be coming from a tissue track. Utilization of fem-stop and holding manual pressure were unsuccessful as the groin and hematoma continued to increase in size. One (1) unit of packed red blood cells were provided to the patient. The medical staff consulted and determined that a new impella device would be placed through the left femoral artery. The patient was taken to the operating room (or) for groin site exploration and removal of the implanted impella device and sheath. The right femoral (rf) impella was pulled back into the descending aorta prior to insertion of the left femoral impella. The rf device and sheath were removed without issue. Surgical examination and device explant identified the right femoral vein was damaged and the probable cause of the bleed.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.